Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported by the edwards australian affiliate that during a transapical tavr procedure the patient sustained an aortic annular rupture. The rupture was unable to be repaired and the patient expired. Initially femoral access was obtained for pacing and hemodynamics catheters. A left thoracotomy was performed, the apex was exposed and purse string sutures were placed with nil complications. Edwards bav was performed with nil complications. The 26mm edwards sapien xt valve and ascendra+ delivery device were prepared as per IFU and positioned within the annulus. The ascendra sheath coaxility to valve was poor and the physician was unable to improve this on the table due to rib and cardiac positioning. Thv co-axility within annulus relatively good. The valve was deployed under rapid pacing. Hemodynamics resumed within normal parameters. Initial aortogram demonstrated moderate leak though reported to be less on echo. Surgeon removed ascendra sheath and noted significant blood loss into the field but not from puncture site. Subsequent aortograms demonstrated significant leak thought to be associated with an annular rupture. Attempts were made to repair annular rupture via mini thoracotomy. As per the patient's requests it was their wish not to proceed to a full sternotomy for rescue in the event of significant complications. The rupture was unable to be repaired. The patient expired in the operating room. The patient's native annulus measured 24mm by tee and 21.5mmx27mm by CT with an area of 470mm² there was moderate annular/leaflet calcification and mild root calcification.

Manufacturer narrative:
Angiography images were provided and reviewed by an edwards physician proctor. Angiography: · heavy calcium noted in native aortic annulus and native leaflets. · pre-op aortogram performed. Heavy area of calcium noted above left coronary ostia in stj. Imaging angle does not appear completely co-axial. Visualize wire crossing annulus and entering aortic arch. First bav images demonstrates bav inflated within ascending aorta, shifting aortic. Second bav performed within annulus. No aortogram performed in conjunction with bav inflation. Valve does not appear coaxial within annulus, good slow inflation performed, valve deployed in good position within annulus. On post deployment aortogram, rupture visualized at area of calcium above left coronary involving the left main. Moderate valve leak observed on post deployment aortogram unable to determine if pvl or cai. Observations: could not corroborate valve sizing and annular measurements without CT images. Do not have aortogram imaging in conjunction with bav inflation to confirm final valve size. Based on given annular measurements, 26mmxt was proper choice. Confirm aortic rupture. Event occurs during valve deployment as frame can be seen compressing native leaflet against aortic wall below left main. Area of calcium above left main can be seen shifting and rupture occurs near end of valve deployment. Confirm complaint of moderate leak. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per the imaging review, it appears that the moderate native/leaflet calcification was the main contributing factor to the ruptured annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.